Event description:
The device was implanted to the patient (female/(B)(6)) 4 or 5 years ago. Since the setting pressure could not be changed from 140mmh2o, the device was removed on (B)(6) 2014. Further information would be provided as soon as (B)(4) received from the facility.

Manufacturer narrative:
No gtin number available. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The position of the cam when valve was received was 160mmh2o. The valve was visually inspected, no defects were noted. The valve was tested for programming. The valve failed the test. During the program process the cam mechanism did not move. The valve was irrigated with purified water. No occlusion was noted. The valve was dried. The valve was retested for programming. The valve failed the test, the cam did not move again. The valve was then pressure tested at 160mmh20, the valve failed the test. The valve was dismantled; biological debris were noted on the spring, on the spring pillar, on the ruby ball, on the seat of ruby ball, on the cam mechanism, on the cam mechanism pillar and on the base plate. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 5th december, 2006. The root cause for the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of ruby ball, on the cam mechanism, on the cam mechanism pillar and on the base plate. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.